Event description:
Customer reported that she was swimming with her kids and forgot to take the insulin pump off. Customer stated that fluid was visible under the display and the insulin pump was not working. Customer mentioned that they were unable to clear the low reservoir alarm and there was fogginess under the display. Customer's blood glucose reading at the time of the call was 196 mg/dl. No further information report

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.